Manufacturer narrative:
It was reported that patient has arthrofibrosis. Revision surgery is planned to replace the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that patient has arthrofibrosis. Revision surgery is planned to replace the poly inserts.